Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
The patient reported that the tubing came out of the pump. The patient stated that the line that connects to the pump came out and not the huber needle. She stated that she has blood in the line and that she was at the emergency room. I walked her through turning the pump off and clamping the lines. She stated that she will reach out to the facility as soon as they open. Medication being infused was unknown. No patient injury reported.